Manufacturer narrative:
For both events, the investigation did not identify a product problem. The cause of the event could not be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable non-reproducible results were generated for the tsh elecsys cobas e 200 assay. The events involved a total of 4 patients. The known patient's age was (B)(6) years. There was known to be 1 female.